Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A pt fractured her left hip and was implanted with unk hardware. She complained of pain while in rehab at 20 plus days. Six months after implant, pt underwent a right total knee replacement due to arthritis after prior conservative treatment. Two months later, pt complained of left leg pain and it was determined that the hardware failed. Broken hardware was removed on and pt was revised to unk hardware.